Manufacturer narrative:
The conclusions are as follows: the subject pacemaker switched in standby mode on (B)(6) 2024. The subject device has switched in standby following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because one bit was corrupted. This is a well-known and non-destructive phenomenon in microelectronic circuits. The re-initialization attempt was successfully completed on (B)(6) 2024 and the normal pacemaker functioning was restored. Based on the available data, no issue is suspected on the pacemaker. Please refer to the attached analysis report.

Event description:
During the device's interrogation, it was found in standby mode. It has been reinitialized by the physician.

Event description:
During the device's interogation, it was found in standby mode. It has been reinitialized by the physician.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.